Event description:
During a review of the pump's event history by baxter (B)(4) personnel on (B)(4) 2010, a colleague infusion pump was found to have experienced failure code 12:322:5028:08182082 on (B)(6) 2010, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample receipt date is unavailable at this time. The device evaluation is in progress. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.